Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to interrogate the device was not confirmed in the laboratory. The reported field event of backup vvi was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The root cause of the reset could not be determined.

Event description:
It was reported that the device was found to be in backup vvi mode and could not be interrogated despite several attempts. The device was explanted and replaced.